Manufacturer narrative:
Although magellan diagnostics did not receive the requested information from the customer to conduct an in-depth investigation into the reported issue, this report has been submitted in an abundance of caution.

Event description:
The customer contacted leadcare technical services (ts) to report an elevated patient blood lead test result of 12.8 ug/dl obtained with the leadcare ii test system on (B)(6) 2025. The customer stated that the patient was prescribed zinc on (B)(6) 2025. The patient was re-tested on (B)(6) 2025. The re-test blood lead test obtained with the leadcare ii test system was 61.6 ug/dl. The patient was sent for a confirmatory venous blood lead test. The confirmation test result was 2.9 ug/dl. The customer stated this situation appears to be an isolated incident. Ts requested a copy of the confirmation test report, information about the customer's patient sample collection procedure, and the leadcare control values in order to fully investigate the reported issue. In a follow-up communication on (B)(6) 2026 the customer reported that the patient was not taking zinc at the time of collection as originally thought. The customer also stated that they are reviewing the sample collection guidelines. The customer confirmed that the capillary tubes included in the leadcare test kit were used for patient sample collection but provided no other information about their sample collection and handling procedures. Ts instructed the customer to follow the cdc guidelines for capillary blood collection, as well as the blood lead test procedure as it is written in the leadcare ii blood lead test kit package insert. Ts sent the cdc capillary collection video, test kit package insert, leadcare user's guide, and cdc finger stick poster to the customer. On (B)(6) 2026 the customer reported they have had no further issues with patient blood lead results.